Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was high 400 mg/dl. The customer was treated with the manual injection. Troubleshooting was performed for high blood glucose. The customer stated that the high blood glucose was due to the bent cannula on their infusion sets. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.